Manufacturer narrative:
The device involved in the incident remains implanted in the patient and in use. No evaluation of the device can be performed. A review of the manufacture records for the lot reported was conducted and revealed the device was manufactured according to specification. The device length of implantation prior to the incident is unknown. Without an evaluation of the device the investigation cannot determine if the failure was related to the manufacturing process. It is unlikely due to the device having been in use and continues to be used for dialysis treatments with no reported problems. It is possible the connection was not fully secured. Included in the instructions for use are the following. Precaution: to prevent accidents, assure the security of all caps and bloodline connections prior to and between treatments. Warning: in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter.

Event description:
Patient was connected as usual to the dialysis machine. Within a few minutes, patient notified the nurse of some blood present. Another 10 minutes and it was noticed that the connection to the venous branch of the catheter to the bloodline was leaking. The dialysis machine was stopped and the venous luer was tightened. The arterial branch was checked and found to be conforming.